Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic hysterectomy, the probe tip broke off into the patient and was retrieved using a grasper. No patient injury was reported. The procedure was finished using a different device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken tip. The probe tip was found broken off; the broken off probe tip was also returned. There was no damage to the teflon pad.